Event description:
This intuitive instrument - vessel sealer was returned with a note stating that the jaws would not open. This is a one time use disposable instrument. No pt harm was indicated. This instrument will be returned to intuitive for reimbursement.